Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08120. It was reported that a patient presented in clinic. Device interrogation revealed loss of capture and low sensing of the atrial lead. The ventricular lead also had increased capture threshold. On (B)(6) 2019, the patient presented for lead revision. The atrial lead was noted to be dislodge. Both leads were explanted and replaced. Patient was stable post procedure.